Event description:
A report was received that the patient was having difficulty charging her ipg. It was determined that the patient's implant was flipped. The physician decided to revise the ipg and suture it down into place.

Manufacturer narrative:
This is the final report.